Manufacturer narrative:
H6: investigation summary customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6). Customer indicated about the false positives. No erroneous results were reported to doctors, and patients were not impacted. The field service engineer (fse) was dispatched and discovered the that the false positives are caused due to floating voltages. The fse replaced the rack (#pn 444876 - shorting pcb assy bfx spare (set of 10)). The instrument is deemed functional and handed over to the customer for use. This is a confirmed failure of the bd product. Review of device history record for this instrument not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Device was installed on (B)(6) 2019. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. The root cause was worn voltage fluctuations. See h10.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 2 false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that false positives on drawer b rows g/h. "

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 2 false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that false positives on drawer b rows g/h. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.